Manufacturer narrative:
Correction to h6 : adverse event problem: investigation findings changed from c0601 degradation problem identified to c1601 assembly problem identified. Investigation conclusions changed from d15 cause not established to d0301 manufacturing deficiency.

Manufacturer narrative:
An internal tear was observed on the soft cannula. Fluid was observed leaving this tear. The fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula due to this tear. The internal tear can be confirmed as the cause of the corrosion on the pcb and batteries. Due to the corrosion, the device was unable to be downloaded. It can not be determined if the corrosion affected insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels were greater than 250 mg/dl. The pod was worn between 24 and 36 hours on the arm. Hyperglycemia treated with a new pod.